Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's system board, blower assembly, blower bellows, blower mount, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow o2, cooling fans, cooling fan retainers, and muffler assembly were replaced due to contamination. The device's software was reinstalled and programmed the unit. The unit passed final repair test.